Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was programmed to adaptiv-crt pacing mode. After ventricular pacing in the left ventricle, the device had t-wave oversensing and the ventricular stimulation was too low. The device was reprogrammed and the t-wave oversensing was resolved. The device remains in use. No patient complications have been reported as a result of this event.